Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level that ranged from 594-595 mg/dl. The cause of the high bg was unknown. The customer delivered a correction bolus to address the high bg. Recommendation was made to consult with healthcare provider regarding diabetes management.